Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the side cut portion of treatment suction was lost. The surgeon was able to complete the procedure with partial suction and noted 2 o'clock hours of no treatment directly opposite of the hinge. Additional information received states that the surgical eye was the right eye. The surgeon completed the flap with vaness scissors without complication.

Manufacturer narrative:
The customer requested that a company representative check the vacuum pressure. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).